Event description:
It was reported that high voltage therapy was attempted and aborted due to low, high voltage lead impedance. The rhythm was converted with a follow-up shock. The physician extracted and replaced the lead. The patient was stable before, during and after the procedure.